Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system failed the instrument checkout. It was discovered that the metallic part of the handle was broke off. It was replaced, and the system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the metallic part of the handle was broken. No patient was present.